Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional determined that fragment from the anterior of the post feature fractured off. Fragmented part not returned for evaluation. The device also exhibits signs of repeated use like gouges. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date - (B)(6) 2016.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number (0001822565-2016-03343). Upon receipt of additional information, this report will be completed under manufacturing report number (0001822565-2017-07704) as manufacturing report number (0001822565-2016-03343) will be voided. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted for the same.

Event description:
It is reported that the devices broke during a total knee arthroplasty.